Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member and confirmed through follow-up with the patient's clinic that the patient's right atrial (ra) lead is fractured as evidenced by high impedance. Sensing function is still useful so there have been no programming changes and the lead remains in use. With minimal ra pacing the lead is monitored monthly and there is no plan for revision until the patient's implantable pulse generator (ipg) has reached elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.